Manufacturer narrative:
It is indicated that the product is not returning for evaluation. As the patient did not provide a lot number, a manufacturing record review and testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient initially called regarding the inratio system withdrawal notification. The patient had discontinued use of the inratio system "sometime ago" due to "wacky" results and a medication change from coumadin to xarelto. The patient stated that while using the inratio system, the inr results would alternate from "normal blood" results to results that classified the patient as a "hemophiliac." No specific inr results could be provided. In (B)(6) 2016, the patient was hospitalized due to a kidney bleed. The patient believes the inratio system was being used during this time. The patient was hospitalized for four to five days and the urologist believed the patient had kidney cancer. The patient's inr was monitored during the hospitalization and the kidney bleed resolved. No additional information regarding the event is available per patient.